Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported issues with fill estimate, bolus delivery, and loading a cartridge. The customer did not have the pump with them at the time of the call and was unable to troubleshoot. Multiple attempts have been made by tandem technical support to complete troubleshooting with the customer and gather specific details regarding the reported issues, however, no additional information has been provided.